Event description:
It was reported that 183 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis of 80% with timi iii flow was reported. A 2.5x16mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The pt received angiomax during; and toprol, methimazole, hydrochlorothiazide, lovastatin, and plavix after the procedure. It was reported that there were "no complications." The pt presented 183 days after the initial procedure with angina and an 80% in-stent restenosis in the mid lad. The lesion was pre-dilated with a 3.5x15mm non-compliant balloon. A 2.5x23mm cypher drug eluting stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The pt received intra-coronary nitroglyerin and integrilin during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8013981 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.